Event description:
The customer reported that the device knife would not advance or retract. There was no pt injury associated with the report. The site contact did not provide additional details regarding the incident. The device was returned for eval with the knife blade exposed.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a f/u report will be submitted.